Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: during use, the black shaft part was broken and fell into the pt's cavity. The device was roticulated when the incident occurred. The fallen piece was retrieved from the cavity, but the device could not be removed from trocar. Another device was used to complete the case.